Event description:
It was reported that the patient experienced cardiac perforation, tamponade for perforation, and pericardial effusion. The right ventricular (rv) lead as reposition and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.